Event description:
It was reported that there was a cgm error identified as error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to perform a pump reset, which resolved the issue, allowing them to successfully start their sensor session without further errors.